Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9733320r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter bo was unable to establish communication with a red communication banner. There was power, but no communication. They tried to unplug the emitter to see if it would change the behavior, but it did not resolve the issue. The site had to abort navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.